Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during fill 3 of 4. The home patient (hp) stated that the heater bag became disconnected from heater line. The fill volume was equal to 0ml. The hp stated that there were no air bubbles in the patient line. The technical service representative (tsr) advised the hp to end therapy and either start over with new supplies or finish with manuals. The tsr advised the hp to contact his registered nurse. The hp would finish with manual supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2012. He stated that he did not see anything unusual about his supplies that night, but did note that during set up it took more turns to tighten the connection than it usually does during set up. There were no samples available and he did not recall the lot. Since then, therapy has been going well and there were no adverse effects reported in relation to this event.